Manufacturer narrative:
This report is filed, june 8, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6) 2016 the patient was prescribed a fourteen day course of oral antibiotics. On (B)(6) 2016 the patient underwent a procedure to have excess tissue excised; during the same procedure, a new abutment was placed. The implanted device remains.